Manufacturer narrative:
(B)(4). Concomitant medical device - m2a-magnum taper insert, # item 139252, lot 267160; m2a-magnum modular head, # item 157444, lot 011110; taperloc porous femoral stem, # item 103200, lot 559020. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00150 and 0001825034-2019-00151. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately nine years post initial surgery due to pain. Cup, taper and head were revised and competitor's cup and liner were implanted along with our ceramic head.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.